Manufacturer narrative:
Qn#(B)(4). The reported event was confirmed through evaluation of the returned data set. No console, accessories or photograph of the x-ray was returned for evaluation. Through analysis of the case data, the vps senior algorithm scientist determined the vps system displayed the bbe symbol from approximately 330 to 340 seconds and then showed a green arrow symbol for the last 5 seconds. The presence of the green arrow symbol means the clinician pulled back the stylet/catheter confirmed by smaller p-peak amplitude and noisy ivecg. The vps senior algorithm scientist also determined the doppler showed strong antegrade blood flow signal for the last approximately 30 seconds meaning the stylet was in the svc not in the azygous. The vps senior algorithm scientist concluded the final catheter tip might have been located in the mid svc and might have been moved into the azygous after PICC placement. A device history record review for unit was performed and there were no relevant findings. Operational context caused or contributed to this event because the catheter tip might have been moved by the clinician into the azygous after PICC placement. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed in the ICU. During catheter placement with the use of vps the clinician had a blue bullseye. A chest x-ray confirmed the catheter was in the azygous. They were using a single lumen bioflo PICC and the clinician does not remember any "sticking" when removing the biosensor. The sales rep reviewed the case and the steady blue bullseye was obtained with optimal doppler flow. She spoke to the clinician about ensuring no catheter manipulation after the blue bullseye is achieved and the vps is stopped to avoid any potential secondary malpositions. There was no delay in treatment and no patient death or complications reported.